Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing found the electrode was continuous indicating conductors are intact but visual examination determined there was a crack in the notch area next to the sense b electrode. The insulation in this area also exhibited fracture damage. Based on the analysis results, the fracture only was observed on the surface. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a history of inappropriate shocks. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a history of inappropriate shocks. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.